Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming when the rn noted the silicone tubing had ballooned inside the pump. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's report that the silicone tubing had ballooned was confirmed. Visual inspection of the set observed a bulge on the silicone segment directly below the upper fitment component. No other obvious damages or issues were observed with the rest of the set. Functional and pressure testing resulted in no bulging from anywhere on the silicone segment. The root cause was not identified.